Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no activity related to the complaint observed in the black box or download history. The battery was no returned with the pump. Corrosion was found in the battery compartment. The pump was powered on and exercised for seven hours without overheating or alarming. The pump electrical currents were tested and found to be within specifications. No leaks were found during testing. The pump was opened and no moisture was observed inside the pump. The alleged pump overheating could not be duplicated during testing.

Event description:
The patient claimed he woke up in the morning and the animas pump was hot to touch. When he replaced the battery on the pump, there was corrosion found in the battery compartment and on the battery. There was no damage to the battery compartment and cap. The patient reportedly went swimming with the pump several times this weekend. There was no product misuse. The issue was no resolved with training. The pump will be returned for product investigation. The patient was advised to go to the backup as needed. There was no patient impact associated with the complaint. This complaint is being reported as a malfunction due to the alleged over-heating issue with the animas pump.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.